Event description:
Initial report received on 05-oct-2010: this spontaneous case was reported by a specialist for plastic surgery and involves a (B)(6) female. No details were reported on relevant history, concomitant diseases, and concurrent drugs. She was treated twice with poly-l-lactic-acid (sculptra). Date of first lesion: end of 2009; second session: beginning of 2010. The pt developed palpable modules at the injection site. Outcome: ongoing at the time of the report.